Manufacturer narrative:
The t:slim user guide states: replace the cartridge every 48 hours if using humalog. It is very important to set the current time and date accurately to ensure safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (460 mg/dl). Correction via the pump and shots were used to address the bg level. The contact did not know the cause of the high bg. The pump supplies were changed. Reportedly, humalog was used in the cartridge for 3 days and the pump time had not been changed during daylight savings. The contact did not think the incorrect time was impacting the bg level. Tandem technical support assisted the contact with correcting the time.